Event description:
It was reported by the rep the device was used during a colostomy closure. It was reported while re-anastomosing the colon, a distal staple line and proximal purse-string (with competitor purstring) was used. Surgeon fired the cdh29. After cdh29 was removed it was noted that there was an incomplete proximal donut with purse-string still intact. Rep noted, the donuts and that the cdh29 was completely fired. All staples out of cartridge and washer completely broken. The surgeon oversewed anastomosis and continued procedure. There was no consequence to the pt.